Manufacturer narrative:
The device memory data and the therapeutic functionality of the returned ICD were thoroughly analyzed. During the analysis of the device memory data of the ICD, the clinical observation could be confirmed. In the available iegms, interference signals were noted in the ventricular channel. However, the ICD proved to be fully functional during the analysis. During the analysis of the returned lead, insulation damage was found in the proximal area of the lead, as mentioned in the complaint text. In addition, insulation damage could be found in the distal area of the lead. This damage manifestation is with high probability the cause for the observed interference signals, which then led to vf detection. The position and characteristics of the insulation damages lead to the assumption of strong mechanical stress on the lead. The damage in the proximal area is due to constant friction of the lead at the generator housing. The insulation damage in the distal area speaks for considerable lead movement in the plane of the tricuspid valve. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and further information about the patient. Potential influence factors to be considered are the grow-in behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially of the upper body. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 34 months, two instances of oversensing were reported, which could be reproduced during a follow-up. It was also reported that the patient does a lot of yoga, during which she stretches her arms above the head. The lead and the ICD were explanted and returned for analysis. After the explant, the explanted lead showed damage in the upper third at the height of the sleeve. No deterioration of the patient's state of health was reported.